Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient pns (off label) system was inoperable. It was also reported the patient had not recharged the ipg in over a year. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where the ipg was explanted and replaced with a different model. The patient's leads remain implanted. The patient reported effective therapy postoperative.